Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Upon resetting trays, I noticed that the poly extractor was stuck in the closed position. I tried using lubricant to "free" it up with no success. The extractor sticks closed every time you squeeze the handles together. Case type: no associated procedure.